Manufacturer narrative:
Product complaint # (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Sales rep. Report: "on (B)(6) the surgeon tells me by phone that in the post-operative control images of his patient a foreign body similar to remains of instruments is visible. Your request was that we confirm if it belongs to depuy instrumental. After that, we checked with our warehouse that stores the instruments and it was identified that the expedium verse system presents the tulip cutter part broken (code 299704310). With that, we informed the surgeon that our cutter came back broken after use and therefore, it was assumed that the rest of the instrument is the one inside the patient. This was immediately reported to the doctor to evaluate the steps to follow.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. Without the return of the device, we are unable to confirm the reported issue or identify the root cause. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.